Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had not used the ins for a while so the battery was low and they could not charge it. They patient reported the reason they stopped using the ins was because they had a motorcycle accident in the middle of last year so they were not standing. Therefore, they did not need the ins during that time. The patient was able to speak to a manufacturer representative (rep) about this and she ¿re-did it¿ and got it charging which resolved the issue. No patient complications were reported as a result of this event.